Event description:
The following additional information was received from the customer: it was reported that after the patient coughed up the distal cover, the cover was observed to be split. It was unspecified if an anti-fog agent was applied to the scope lens. Lubricant was most likely used on the device, as it is always used in this type of procedure. It is unknown if the scope and/or distal cover were inspected prior to use. It is also unknown if the distal cover was pulled or twisted to ensure that it would not come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. New information added to b5.

Manufacturer narrative:
Correction to the initial report: h6 - medical device code.

Event description:
The incident occurred while withdrawing the device during an endoscopic retrograde cholangiopancreatography procedure (ercp).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, it is likely that the tip cover falling off was caused by the following: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. 2. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to b5. Information received from the customer has been added that was inadvertently not included on the initial medwatch. E4 has been corrected from ¿no¿ to ¿yes.¿ also, g2 has been corrected to include "customer representative" that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use distal cover fell off inside the patient. The patient later coughed up the cap and there was no intervention or adverse effects. The issue was found during a procedure. There were no reports of patient harm. Related patient identifiers: (B)(6).